Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-28. H6: investigation summary. Customer returned (22) 5mm, 31g pen needles (16 open without the tear drop label, inner shield, or outer cover, 6 sealed) from lot # 0063207. Customer states that no medication comes out of the pen needles. All returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that the bd ultra fine¿ pen needle had no insulin flow during the injection. The following information was provided by the initial reporter: "consumer called back and reported about 1/8 pen needles do not work in his current box. Stated no medication comes out during his injections and sometimes he has to use 2-3 pen needles to complete an injection. Consumer primes before injections." "Consumer left vm stating no insulin flow during his injections."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra fine¿ pen needle had no insulin flow during the injection. The following information was provided by the initial reporter: "consumer called back and reported about 1/8 pen needles do not work in his current box. Stated no medication comes out during his injections, and sometimes, he has to use 2-3 pen needles to complete an injection. Consumer primes before injections." "Consumer left vm stating no insulin flow during his injections."